Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736, version#: 1.2.0; product ID: 9733752, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The flat emitter was replaced. The navigation system then passed system checkouts and was found to be fully functional. Codes b01, c07 and d02 are applicable to the system checkout. Codes b21, c21 and d16 are applicable to product ID: 9733752. The product has been returned to the manufacturer, pending analysis. Codes b17, c20 and d15 are applicable to product ID: 9735736. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intraoperatively during a functional endoscopic sinus surgery (fess). It was reported that the system had a difficulty with registration. The surgeon stated that they were off by more than 12mm and they ended up not using the patient tracker but did use navigation. During the procedure, registration failed with tracing and registration accuracy was reported as 12mm. After speaking with technical services (ts), during the surgery, the account did touch registration rather than trace and were able to successfully complete registration and proceed with the surgery. There was a surgical delay of 30 minutes. There was no impact on the patient outcome. Additional information was received. Troubleshooting was later performed. The ent software was uninstalled and reinstalled but the same results appeared. While doing the demo patient tracker, if the probe was over the middle threshold closer to the top, it would stop tracking, but when below the near and far line, it would track. On the demo head, while trying to register, there was a dead zone on the left side of the demo head. The side emitter was used without any issues so the flat panel looked to be the issue in a certain section of it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the emitter was returned to the manufacturer for analysis. Analysis found that there was no failure found. The emitter was tested on a known working test system and an accuracy test was performed. The result were within acceptable passing results. The unit connected, tracked and performed as expected. There was no physical damage found. H6: codes b01, c19 and d14 are applicable to this hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. During the case, the site was unable to complete registration. The registration accuracy kept failing and was showing 12-13. They continue the case without the use of navigation.